Event description:
The customer reported that large window netting and the zipper is broken on the canopy. No pt injury was reported.

Manufacturer narrative:
(B) (4). Eval of the returned product shows that the canopy has a tear in the netting and the large window a zippers slider body is open. On the backside b, the pt surface of the mattress envelope has a six foot crack in it. The small window c has a two inch tear in the netting. There is other damage to the canopy that is not relevant to this complaint. (B) (4).